Event description:
Reporter called to inform the FDA that a stryker right ankle implant that she received in 2022 has failed. Implant failure was confirmed with a computed tomography (CT) where, the device has been shown to have separated and come apart. Reporter stated that since having the implant, she has been very sick and believes she may be having a reaction to the implant. Presently, her right ankle has massive edema that causes her leg to swell. Additionally, there is sharp pain and a continuous burning sensation at the implant site. She has an appointment to get a biopsy on the (B)(6) 2024 to rule out infection.